Event description:
It was reported the interstim was off because ¿it didn¿t work.¿ the patient never had therapeutic effect. It was noted they had worked with their doctor to get therapy working. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v221333, implanted: (B)(6) 2009, product type: lead. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).